Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 years and 7 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6). It was reported on (B)(6), that the patient¿s lactate dehydrogenase (ldh) level was elevated, and pump thrombosis was suspected. On (B)(6), flow estimation and power levels increased. The patient was discharged on coumadin with an inr goal of 2-3, as of (B)(6). The patient¿s ldh had returned to baseline.

Manufacturer narrative:
The investigation did not confirm the reported suspected pump thrombosis. A specific cause for the reported thrombus, hemolysis, and elevated ldh cannot be conclusively determined. The provided information indicated that system controller log files were submitted for review due the patient having increased lactate dehydrogenase (ldh) and suspected pump thrombosis. The data in the submitted log files did not reveal any issues related to pump function or the reported events. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.